Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump, water in the reservoir compartment.. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and fluid was present in the reservoir compartment. Damage was reported to the reservoir compartment or pump case. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1880l was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self test. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor / motor]. Unit p-cap locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, and cracked belt clip rails. Alleged cosmetic damage was confirmed where cracked battery tube threads were noted. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.